Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative clarified that they received high impedances on all electrode combinations and was unable to get them to a normal ranged all the way to 6.0 ma. It was noted that the cause of the impedance issue was that the patient believed they had a fall where they fell directly on their ¿tailbone¿. The patient did not seek medical assistance for the fall. It was believed that the fall then caused the high impedances that were seen later in the clinician¿s office. The representative reported that the hospital would not release the device and it had been discarded. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1rkt5, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had a fall on their tailbone several months back, and since then their symptoms had gradually returned. They went into the office because their symptoms were coming back greater than 50%. Troubleshooting in the office, the rep ran an impedance check and was unable to get it to clear up to 6.0. They also attempted to turn up the patient¿s amplitude on all 7 standard programs, but they were unable to feel stimulation on any of them. The rep was unable to resolve the issue, so the patient was directed to see the physician and schedule surgery for a lead revision. It was noted that the ins did not appear to be affected. No further patient complications are anticipated or expected as a result of this event.